Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication order was not appearing under the patient's profile on the station. A technical support specialist (tss) reviewed medbank myqlink (mql) and identified that the order start date was scheduled for 7 april 2026 at 12:00 ante meridiem (am) which explained why the medication was not yet displaying for dispensing. The customer was informed that the order would only become visible under the patient profile after the specified start time and was advised to contact the pharmacy to modify the order start date if the medication needed to be dispensed prior to 12:00 am. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux medication order was not showing up under patient's profile. Although the pharmacy could view the order on their end, the medication needed to be dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.